Event description:
The perfusionist reported that the pump stopped during an ECMO case. An error code was displayed. The pump was restarted and was used to continue the case. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) MFR the scp unit. The incident occurred at (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4)'s medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group USA was notified that the scp stopped during an ECMO procedure. The hospital reported that e62 and e78 were displayed; both errors indicate a variance between the actual and selected pump speed values. Sorin group (B)(4) evaluated the returned scp and found that the device performed as expected. Visual inspection of the scp pump showed no noticeable problems or damages. A simulated test run at a flow rate of 2.5 lpm did not reproduce the e62 and e78 error codes. The pump was subjected to an electrical endurance test of approx 600 hours. Under normal operating conditions and a flow rate of 2.5 lpm, the scp motor pulse signals were monitored using an oscilloscope. No abnormalities were found. The pump was opened and under magnification, the circuit board, the connecting line for the motor drive, the disposable holder, and the magnetic clutch were analyzed. No problems were noted. Mfg records and final inspection test results were reviewed. No problems were found. Sorin group (B)(4) could not reproduce the reported problem. No further action was deemed necessary. The scp operators manual states "the scp has been qualified only for durations of six hours or less, appropriate to cardiopulmonary bypass procedures and has not been qualified through in vitro, in vivo, or clinical studies, for long term use...."